Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. External visual inspection showed no damage. The sensor failed continuity testing due to an intermittent open in the emitter assembly. When connected to a monitor the sensor was able to obtain readings for approximately 8 minutes before function stopped and a "replace sensor" error was displayed on the monitor. The reported issue was confirmed.

Event description:
The customer reported that after 10 minutes of monitoring it stopped measuring. After a while it started measuring again with no problem for measurement. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that after 10 minutes of monitoring it stopped measuring. After a while it started measuring again with no problem for measurement. No patient impact or consequences were reported.